Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. Each time the customer disconnected from the site and delivered a bolus to ensure drops were visible and insulin delivery was resumed. If the alarm reoccurred, the infusion set would be changed. The customer's blood glucose (bg) level ranged from 126-330 mg/dl. To address the bg level, the pump supplies would be changed and an insulin injection was delivered. As the occlusion alarms occurred in the past, tandem technical support could not perform a system check to confirm the cause of the occlusion.